Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 190 mg/dl. The blood glucose testing is performed by the customer one to two times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: lo (B)(6) 2016 10:01am fasting:yes, lo (B)(6) 2016 07:50pm fasting:yes, lo (B)(6) 2016 07:47pm fasting:yes, lo (B)(6) 2016 07:46pm fasting:yes, the 190mg/dl (B)(6) 2016 10:19am fasting:yes.